Event description:
PICC had difficulty inserting, kept coiling in chest, pulled PICC completely out of patient, then pulled stylet out of PICC and noticed stylet broken off at tip in two pieces. Bagged defective PICC line and used a new one to complete procedure.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.